Event description:
It was reported that pump displayed an insulin amount much lower than expected and that customer had also experienced occlusion alarms earlier that day, which had been resolved in clinic by changing infusion set while keeping the same cartridge. There was no reported impact to the customer¿s blood glucose level. Customer had overfilled cartridge but confirmed use of room temperature insulin and no cartridge reuse, planned to load new cartridge after finishing driving, agreed to avoid reusing supplies or cold insulin, to rotate infusion sites.